Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was as high as 300 mg/dl. The customer reprogrammed the bolus and no further occlusion alarms occurred. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.